Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA?: unknown.

Event description:
It was reported that upon powering on the pump, it alarms and has a blank screen. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had cipped top case corners and cracked right plunger case. The customer stated problem was duplicated. Corrosion was present on the back of the main board as a result of fluid ingression. Replaced the main board. The cause of the reported problem was traced to improper handling by the customer. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.